Event description:
It was reported that the while using bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage at the end of the needle. This occurred 4 times. No patient impact reported.

Manufacturer narrative:
D.2. Medical device type: one additional code applies; jka (B)(6). Investigation summary: bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for leakage during to injection/blood/urine collection was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of leakage during to injection/blood/urine collection was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage during to injection/blood/urine collection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.